Event description:
Report received that during testing at the user facility, the device did not sound an audible tone after the device was plugged into ac power. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided. The customer stated there was no pt involvement.